Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) lead sensing channel. The physician suspected a lead fracture, and decided to implant a new lead alongside a device replacement for normal battery depletion. Subsequently, the patient underwent a revision procedure. However, the procedure was aborted due to unsuccessful venous access for the new rv lead. The device remains deactivated post-procedure due to risk of inappropriate shock therapy, and the patient will remain in the hospital for inpatient monitoring. The patient will be sent to a different hospital for another attempt at the revision procedure. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) lead sensing channel. The physician suspected a lead fracture, and decided to implant a new lead alongside a device replacement for normal battery depletion. Subsequently, the patient underwent a revision procedure. However, the procedure was aborted due to unsuccessful venous access for the new rv lead. The device remains deactivated post-procedure due to risk of inappropriate shock therapy, and the patient will remain in the hospital for inpatient monitoring. The patient will be sent to a different hospital for another attempt at the revision procedure. Besides intervention, there were no other adverse patient effects reported. Additional information received from the field confirmed this patient was sent to another hospital for the revision procedure but no further information has been received by the field. Should additional follow-up information be received in the future, an updated report will be issued.